Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. Visual inspection was performed and no kinking was detected.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Kinked suture was found. There was no adverse consequence to the patient.